Event description:
Surgeon reported that six weeks post right revision tka, pt presented with mild tibial pain including tenderness at the pin site at the tibial crest. Although x-rays initially were negative for fracture, an MRI showed edema mid tibia below the prosthesis and further examination at three, five, and eight months showed evidence of a fracture. The fracture was treated by non-operative means such as protected weight bearing, bracing and external bone stimulator.

Manufacturer narrative:
The product was not returned for eval. A recall was initiated on the instructions for use for these pins. The instructions for use was revised to include new warnings regarding aspects of pin placement in the femur and tibia.